Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance out of range and increasing thresholds. At implant, shock impedance was 100 ohms, gradually increasing to 184 ohms. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, and provided recommendations for system integrity testing, including x-ray imaging. The physician will monitor the patient closely, with the home monitor system. The device remains implanted. No adverse patient effects were reported.